Event description:
The patient reported a sudden deterioration of hearing. He was monitored over some time but the situation did not change.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.